Event description:
It was reported the customer's buttons were sticking on their insulin pump. Customer also reported their numbers were ramping up on their insulin pump. The customer's blood glucose was 4.6 mmol/l. Customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. No unexpected numbers ramping during testing. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked battery tube threads.